Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified the obturator was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that when the surgeon was using the catheter passer, the tip broke during removal. The surgeon did not realize it at that time, but the piece was found prior to completion. The reporter was concerns about if they did not realize that it happened and what would happen. Tip reinforcement was suggested to the manufacturer. It was noted that the rep was not present during the procedure and the product was being used to implant a non-medtronic device. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting performed. It was unknown if there were any interventions/actions taken to resolve the issue. It was unknown if the issue was resolved. It was noted that the hcp had no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.